Event description:
A hospital in the (B)(6) reported to the medicines and healthcare products regulatory agency ((B)(6)) that a baby, born at (B)(6) gestation, sustained a category 3 pressure ulcer in the septum while using a bc2745 infant oxygen therapy nasal cannula. It was also reported that the hospital staff alternately used mask and nasal prongs on the baby. No medical or surgical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint bc2745 infant oxygen therapy nasal cannula had been destroyed at the hospital facility. We are currently in the process of obtaining additional information from the hospital staff in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and completed our analysis. Destroyed at the hospital facility.